Event description:
Attempted to stent the circumflex with a 3.0 x 28 mm resolute stent. However, the hypotubing on the stent bent during stent delivery. All parts were removed without patient harm. The second 3.0 x 22 resolute stent was able to be deployed at 16 atmospheres.